Manufacturer narrative:
This event occurred in (B)(6). (B)(4). Expiration date - the expiration date was provided as december 2016. (B)(6).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for roche diagnostics cobas elecsys anti-tpo (anti-tpo) and the elecsys tsh assay (tsh) on an e411 analyzer. Of the two samples, one had erroneous results that were reported outside of the laboratory for anti-tpo and tsh. This medwatch will refer to tsh. Please refer to the medwatch with (B)(6) for information related to anti-tpo. The sample initially resulted as 2.19 miu/l for tsh and 47.73 iu/ml for anti-tpo when tested on the e411 analyzer. The sample was tested on a siemens immulite analyzer, resulting as 1.635 uiu/ml for tsh and < 10 iu/ml for anti-tpo. The results were released to the patient along with the suggestion to perform a new measurement in another laboratory. The patient was not adversely affected. The e411 analyzer serial number was (B)(4). Upon initial investigations, it was stated that the absolute values of measurement results achieved with assays from different vendors cannot always be directly compared as each assay has different standardization procedures and different setups (antibodies used and other components). The tsh results of roche and siemens are discrepant concerning the absolute numbers, but are both in the respective normal reference range.

Manufacturer narrative:
A general reagent issue at customer site can most likely be excluded.